Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd luer lock syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: it looks like a foreign body may be within the plastic barrel. I¿m not sure whether this was present before use, or introduced when the syringe was being prepared for an intraocular injection.

Manufacturer narrative:
Amd medical purchased this syringe from becton dickinson, then sterilized and re-packaged it using their own material number system. In this case, becton dickinson was not the most recent packaging site to have contact with the device. This event therefore does not require an MDR submission from becton dickinson, and the initial MDR submission, (MFR report #: 2243072-2022-01570), may therefore be disregarded. If additional information is received, this complaint may be re-evaluated.

Event description:
It was reported that the unspecified syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: it looks like a foreign body may be within the plastic barrel. I¿m not sure whether this was present before use, or introduced when the syringe was being prepared for an intraocular injection.